Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The investigation consists of an evaluation of the logs from the ventilator and the investigation of the returned o2 gas module. An evaluation of the logs confirms the reported flow traducer test during pre-use check where the inspiratory flow sensor test was just outside the tolerance limit. The investigation of the returned gas module did not reproduce the reported problem. All the pre-use checks with the returned o2 gas module were successful and ventilation with the o2 gas module did not lead to any deviations in the measured/delivered o2 concentrations from the set value. The true cause of failure during pre-use check has not been determined.

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement.